Event description:
The patient's husband reported that 3 weeks ago, the patient experienced a separation of her infusion tubing at the luer lock connection. He stated that the patient was aware of the recall. The patient noticed that her clothes were wet with insulin and she then discovered the separation. She stated she felt ill and her blood glucose was elevated to 400-500 mg/dl. She changed the infusion tubing and bolused insulin to lower her blood glucose. The patient stated that she tries to keep her blood glucose under 200 mg/dl. She stated that her blood glucose is frequently elevated due to being in pain from a hip problem. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.